Event description:
The pt was revised because of loosening of the sleeve and stem. The stem spine broke on the distal portion. No ingrowth after 4 years.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.